Event description:
It was reported that the burr became stuck in the lesion and was surgically removed. Patient death also occurred several days post surgery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink plus was selected for atherectomy. Percutaneous coronary intervention (pci) was also scheduled during this procedure. The burr advanced over the rotawire and rotational atherectomy was performed. However, the burr became caught and was stuck in the middle of the rca. The burr was able to be dislodged from the mid lesion. In the process of pulling the burr out, it got stuck in the proximal lesion where atherectomy was performed. The burr remained stuck in the lesion after multiple attempts were made to dislodged the burr. The atherectomy and pci procedure was aborted. The patient was stable and was sent to bypass surgery where the burr was successfully removed. It was reported that the patient died several days post surgery. It was further reported that the burr was stuck in the lesion for five hours. The patient lost 6 units of blood and 2 units of plasma. A temporary pace maker was placed. Several days later, the patient was confused and in a lot of pain. The patient removed the temporary pace maker and a permanent one was placed. On (B)(6) 2019, the patient coded and was given chest compressions. The cause of death was a heart attack.

Manufacturer narrative:
Date of death: several days after surgery.

Event description:
It was reported that the burr became stuck in the lesion and was surgically removed. Patient death also occurred several days post surgery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink plus was selected for atherectomy. Percutaneous coronary intervention (pci) was also scheduled during this procedure. The burr advanced over the rotawire and rotational atherectomy was performed. However, the burr became caught and was stuck in the middle of the rca. The burr was able to be dislodged from the mid lesion. In the process of pulling the burr out, it got stuck in the proximal lesion where atherectomy was performed. The burr remained stuck in the lesion after multiple attempts were made to dislodged the burr. The atherectomy and pci procedure was aborted. The patient was stable and was sent to bypass surgery where the burr was successfully removed. It was reported that the patient died several days post surgery.

Event description:
It was reported that the burr became stuck in the lesion and was surgically removed. Patient death also occurred several days post surgery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink plus was selected for atherectomy. Percutaneous coronary intervention (pci) was also scheduled during this procedure. The burr advanced over the rotawire and rotational atherectomy was performed. However, the burr became caught and was stuck in the middle of the rca. The burr was able to be dislodged from the mid lesion. In the process of pulling the burr out, it got stuck in the proximal lesion where atherectomy was performed. The burr remained stuck in the lesion after multiple attempts were made to dislodged the burr. The atherectomy and pci procedure was aborted. The patient was stable and was sent to bypass surgery where the burr was successfully removed. It was reported that the patient died several days post surgery. It was further reported that the burr was stuck in the lesion for five hours. The patient lost 6 units of blood and 2 units of plasma. A temporary pace maker was placed. Several days later, the patient was confused and in a lot of pain. The patient removed the temporary pace maker and a permanent one was placed. On (B)(6) 2019, the patient coded and was given chest compressions. The cause of death was a heart attack.

Manufacturer narrative:
Evaluation conclusion codes was updated from 22 to 27 based on further review/analysis of complaint information.